Event description:
I just want my personal experience with this company on the record. You are free to use it anyway you wish including my name and complaint. To put things into perspective I need to go back a bit. For personal health purposes my doctor recommended a humidifier for my bedroom. I purchased a holmes humidifier and was pleased with the product until it broke down in less than a year. I wrote (B)(6). After several e-mail exchanges they acknowledged their faulty product by sending me a replacement bionaire humidifier a month or so after my initial complaint. In the fall of this year ((B)(6)) I again contacted (B)(6) (via their bionaire customer service) and reported that the replacement they had sent me less than a year after my first humidifier broke down, was causing problems which I identified as fan or electric motor. I had obvious concerns with a possible electrical fire, I sent them all the info they requested and that it could glean from the product including model, serial, electric prong numbers. I stressed that it was the replacement that they had sent me that broke down and was causing fire concerns to me. After more delays and more questions, they abruptly said "we will not replace our product." I contacted them several more times including asking to speak with a supervisor. The supervisor stated that their product warranty was for one year on the original product. They further mentioned that I would need to provide a sales receipt. I pointed out that it was the product they had sent as a replacement that was now broken. Obviously I would not have a receipt for the replacement. But their records should show when they had sent the replacement. I felt sure it had been less than a year. The supervisor replied that (B)(6) policy applied only to the original purchase. End of story. I can't afford to get into a legal battle with a multi-national corporation. But I hope others will benefit from my personal story. Sorry for the long account of my problems. But it looks like the big corp win again. Purchase date: (B)(6) 2015; this date is an estimate. (B)(6).